Event description:
It was reported that when changing the dressing, when the film is removed, the statlock is breaking. Patient required a new replacement of the statlock before the deadline. Occurred with a team that was already trained. There was no need for medical intervention due to the incident. There as no exposure to blood or chemotherapy. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged statlock is confirmed; however, the exact cause is unknown. One photograph of a statlock device was returned for evaluation. An initial visual observation of the photograph showed a statlock device applied to a patient. One side of the foam pad of the statlock device in the returned photograph was observed to be damaged with a portion of the pad apparently torn off and missing. While the foam pad of the statlock device was observed to be damaged, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when changing the dressing, when the film is removed, the statlock is breaking. Patient required a new replacement of the statlock before the deadline. Occurred with a team that was already trained. There was no need for medical intervention due to the incident. There as no exposure to blood or chemotherapy. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when changing the dressing, when the film is removed, the statlock is breaking. Patient required a new replacement of the statlock before the deadline. Occurred with a team that was already trained. There was no need for medical intervention due to the incident. There as no exposure to blood or chemotherapy. No other information was provided.